Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm wasn't pulling back. (Fitting problem) the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood detected. The delivery device was returned outside the loading device. The seal and tension spring assembly was also returned outside of the device. The seal and tension spring assembly was separated from each other. There were no cracks or delamination in the seal. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The following measurements were taken: the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm wasn't pulling back. (Fitting problem) the hospital did not report any patient effects.